Manufacturer narrative:
The product is being returned to iradimed corporation for examination. A follow-up report will be provided within 45 days following examination of the product.

Event description:
On (B)(6) 2015 a nurse reported that during a patient infusion in the MRI, the patient may have received an excess volume of fluid container hypertonic saline solution during the infusion. The patient status was not reported at this time. For any further information, she referred the manufacturer to the risk management department of the hospital. Several attempts were made to contact the risk management department of the hospital, which resulted in discussion with the hospital's biomedical engineering manager, who requested help reviewing the pump's event log. No details of the event were provided at this time. Information to provide the event log were provided on (B)(6). Follow-up contact on (B)(6) resulted in confirmed that, from the pump's event log review, the pump had been programmed properly, and the hospital requested an examination of the product by iradimed corporation.